Event description:
Boston scientific received information that this right atrial (ra) lead was found to have out of range low pacing impedance measurements consistently. It also exhibited intermittent sensing, had high threshold measurements, and demonstrated noise that was interpreted as atrial tachycardia. A surgical procedure was performed and this lead was surgically abandoned. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.